Event description:
It was reported that there was no telemetry, or pacing on the device. The device had reached end of life. The device was replaced with a new system on the patient's right side. The patient later had a mastectomy and the end of life device was explanted at that time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.